Event description:
While transporting the critical care ventilator from the patient's room to the decontamination room, the ventilator's left rear caster assembly separated from the ventilator base causing the ventilator to fall and land on the floor. The therapist could not maintain control of the vent while it went down. The therapists reattached the wheel to the base and carefully transported to biomedical for repair. Biomedical noted that the caster assembly did not have any securement means to the base aside from an interference fit of the caster bushing and base caster housing which was a drilled 1 1/4" by 1" mount hole. Ventilator placed out of service for manufacturer analysis. Manufacturer response for ventilator, critical care, puritan bennett 980 (per site reporter): awaiting manufacturer follow up. This is a recurrent event with similar event reported on previous medwatch.